Manufacturer narrative:
A complete investigation was not able to be performed as no product code, lot number or sample was provided per the study, the experience with the new mesh is similar and comparable to the other meshes available in the current practice.

Event description:
Received an article titled: early experience with a new anatomical mesh for endo-laparoscopic inguinal hernia repair. The article verified the safety and feasibility of a new anatomic mesh with a unique multi-dimensional design. Per the article, adverse events included pain, recurrence, hematoma, peritonitis and enterotomy.